Manufacturer narrative:
Siemens reviewed the available data. There were no system or sample handling errors around the time of the suspect results. The ph and pco2 sensor responses for rp500 sn (B)(4), measurement cartridge sn (B)(4), were reviewed with no anomalies found. There were no calibration failures for ph or pco2 occurring on the sensors and the response over use life appears as expected. Blood gas sample analyses are highly dependent upon sample handling including time from draw to analysis, mixing techniques, de-bubbling, room air contamination etc. The rp500 ph and pco2 sensors appear as expected and the overall system health is good. There is no root cause found for increasing hco3 values.

Event description:
The customer reported a bias for numerous hco3 results for a patient over several days on the rp 500. There was no report of injury due to this event.